Event description:
Rn smelled gaseous fumes coming from infant isolette. Possible cause was a nitric leak from cord connecting the nitric system into the ventilator tubing (circuit). The ino [inhaled nitric oxide] machine was pulled off patient out of precaution and low/high cals completed and passed. Manufacturer provided a different ino machine.